Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) a full lead was returned. Lead has been stretched causing the inner tubing to buckle preventing proper torque transfer when turning the is-1 pin. In addition the distal conductor became distorted and broken when over-torqued. Helix is not functional due to damage.

Event description:
It was reported that during the implant procedure, the helix did not retract and a distal coil fracture was observed at the connector position. The device was not implanted. No patient complications have been reported as a result of this event.